Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer did not mention any symptoms and was treated their blood glucose levels with bolus with pump. Customer's blood glucose value was 400 mg/dl at the time of the call. The customer current blood glucose was 373 mg/dl. Customer reported that the high blood glucose levels began on this morning. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. Customer declined to check their settings. The product was not returned for analysis.